Event description:
After the intra aortic balloon was inserted into the pt using a sheath, the intra aortic balloon would not inflate manually with the use of a syringe or on the sys 96. The intra aortic balloon was removed and another 8 fr intra aortic balloon was inserted without a problem. There was no pt injury or complication as a result of the event. (Event complications: unk-rpt'd 6/29/98; none from the event-rpt'd 7/2/98.) (Pt's current status: unk-rpt'd 6/29/98.)